Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on various dates. This MFR. Report addresses test one (1) of three (3).the consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6)2022. Confirmation testing using an unknown molecular test performed at a physician's office on (B)(6)2022 generated positive results. The patient was reportedly symptomatic. The user was provided medication and was advised to isolate. There was no reported patient impact.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 206167 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 206167, test base part number 195-430h / lot 201113. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 206167 showed that the complaint rate is(B)(4).%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : device discarded; single-use

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single-use.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on various dates. This MFR. Report addresses test one (1) of three (3). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Confirmation testing using an unknown molecular test performed at a physician's office on (B)(6) 2022 generated positive results. The patient was reportedly symptomatic. The user was provided medication and was advised to isolate. There was no reported patient impact.